Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3887-33, lot# j0537503v, implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant become infected and the system was removed on (B)(6) 2015. There were no components left in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.